Event description:
The complainant alleged that during an attempt to defibrillate a pt (age and gender unknown) the device would not discharge. The clinicians were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.